Event description:
A valiant stent graft system was implanted emergently in a patient for the endovascular treatment of a symptomatic thoracic aortic aneurysm approximately one month ago. Vessel morphology was reported as calcified, diseased and the right femoral and iliac arteries (access site) were approximately 6.5 mm in diameter. The patient presented emergently with chest pain. The physician inserted the first delivery system, however was unable to advance the delivery system to the intended landing zone due to the patient's small in diameter and calcified vessels. The delivery catheter was removed from the patient. A series of 16 french up to 24 french dilators were used to dilate the vessels. With some effort two delivery catheters were able to be advanced to the intended landing zone and the stent grafts were implanted without issue. (B)(4) was implanted intentionally covering the left subclavian artery. The final angiogram showed that the right iliac artery was diseased but patent. The patient was closed with a patch at the common femoral access site without incident. Three hours post-procedure the patient became tachycardic due to a right external iliac artery rupture. The patient was brought back to the operating room and a covered stent was implanted covering the ruptured iliac artery. The trauma to the vessel was caused by the advancing an 8.3 mm delivery catheter through a calcified and small in diameter (6.5mm) acc ess vessel. No additional clinical sequelae were reported and the patient is stable and neurologically intact.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (arterial trauma/dissection/perforation); patient's condition affected effectiveness of device (anatomy related; small in diameter and calcified access vessel); incorrect technique/procedure (intentional placement of the stent graft resulting in occlusion of the vessel) evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; small in diameter and calcified access vessel); operational context contributed to event (intentional placement of the stent graft resulting in occlusion of the vessel).